Event description:
A customer contacted beckman coulter (bec) reporting the probe leaking diluent and blood while dispensing the fluid into the rinse bath during startup on the coulter act 5 diff autoloader (al) hematology instrument. The volume was reported as less than 1 cubic centimeter (cc) and was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) contacted the customer by phone to assist in resolving this issue. The fse assisted the customer with locating the tubing that had popped off from the bottom of the port of the rinse block for the pierce needle. The customer reattached the tubing at the bottom of the rinse block which resolved the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).